Event description:
Reportedly, during pt use, the ventilator started to alarm and would not be silenced. The pt was then taken off the unit and bagged with a manual resuscitator until he reached the hospital where he was transferred to another ventilator. The pt was released the next day without any injuries. There were no other adverse pt effects reported.